Event description:
I am a very healthy person and I had breast implants from 2002. In 2012 I presented a follicular lymphoma. In 2016 I have been treated and dr found a problem with one of my implants. After chemotherapy I achieved a complete response, but ldh persisted high. My implants were removed, one of two broken, and 6 days later ldh was normal. I do not know when was the implant broken.